Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that a colonoscopy was immediately performed and physician applied four clamps. It is also reported that patient was immediately given five units of red blood cells (rbcs) and ffp, two liters of normal saline (ns). Lastly, it is reported that the nurse (rn) discontinued use of the fms device. According to complainant, the lot number is unavailable and is unable to provide patient's name due to (B)(6) guidelines, in addition the date of event is approximate. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2014.

Event description:
It is reported that while patient was in the internal care unit (ICU) a fms device was inserted which resulted in severe bright red rectal bleeding with skin tear while fms was inside rectal vault where fms had been inserted. It is also reported that balloon was inserted at the time of the rectal bleed, and that the bleed occurred where the balloon was next to the issue. It is also reported that product was in use for seven days.